Manufacturer narrative:
The customer was sent first replacement parts and then a device. The product has been requested to be returned for evaluation, but has not been received at medela as of 04/22/2016. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that the suction on her freestyle breast pump was low and stated that she had mastitis. A medela clinician followed up with the customer, who stated that she has a history of mastitis and breast abscess in (B)(6) 2015, when her baby was (B)(6) old; she nursed and pumped at that time, and all through the infection and treatment. She was hospitalized for 9 days on IV antibiotics, the abscess was drained multiple times and then a drain was placed for prolonged drainage and flushing of the abscess. Treatment was for mastitis and breast abscess in (B)(6) 2015: IV vancomycin and IV clindamycin while hospitalized for 9 days. She went home on oral clindamycin for 8 weeks. Her abscess finally completely resolved in (B)(6) 2016.